Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline fault alarm and the controller¿s log not reading the driveline¿s phase values were both confirmed via the provided log file. The log file contained data spanning approximately 6 days (10apr2021 ¿ 16apr2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A section of the log file was observed to be have been corrupt, as the driveline¿s phase values were all listed as ¿0¿ throughout the data. Driveline fault alarms were observed to be intermittently active throughout the data; however, due to the phase values being unobservable, the cause of the alarms was unable to be determined. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6)2014. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including driveline fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate ii instructions for use instructs users on how to obtain log files from the controller by using the system monitor. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a displayed driveline fault. The patient's log files were reviewed and it looked as though the controller did not recognize the pump parameters. The controller was exchanged.